Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a 99% stenotic lesion in the strong tortuous left circumflex (lcx) coronary artery. All concomitant using products were unknown. The maverick2 monorail ptca catheter ballon was being used to pre-dilate the lesion. The procedure was successfully completed with the same size of bv voyager. No patient injuries or complications were reported. Patient status is reported as 'good'.